Event description:
It was reported that the patient had contact with a healthcare professional (hcp) on (B)(6) 2026, for an ongoing reaction to the pod adhesive on their leg and that the pod was worn between 4 and 24 hours. Reported symptoms included redness, very sensitive and rash at the pod¿s adhesive site the patient was diagnosed with contact dermatitis. No treatment was provided and the patient was referred to dermatology. As of (B)(6) 2026 the patient has not seen dermatologist.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.